Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed, and no anomalies were found.

Event description:
It was reported by the patient that the carelink monitor was unable to complete the telemetry phase of the manual remote transmission. The monitor was replaced. No patient complications have been reported as a result of this event.